Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported she had a confirmed infection after implant (in (B)(6) 2014 or (B)(6) 2015). The patient stated that "too much fluid was built up" and indicated that was why the infection happened. The total system was reportedly explanted in february, and the most recent one was implanted in (B)(6) 2015. It was also noted that the patient had a fall sometime in 2014 between the implant and when the infection started. Of note, it was indicated the patient had non-malignant pain. A follow-up report will be sent should additional information be received.